Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported that the atw35 staples did not form. A new atw35 was opened to finish the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 12/16/1998. D5,6; h4: info not available, device not returned.